Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of less than 200 ohms, noise, and oversensing. Inappropriate anti-tachycardia pacing (atp) was delivered due to the noise, and the sensitivity was subsequently reprogrammed. No further inappropriate therapy, and no pacing inhibition, was observed. The patient was not pacemaker dependent. The patient was to see their physician for follow up, and no further changes were made to the device. No adverse patient effects were reported. The lead remains in service.